Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing was noted on the right ventricular (rv) lead. Far field r-wave (ffrw) were also noted to be occasionally seen on the right atrial (ra) lead. Both leads remain in use. No patient complications have been reported as a result of this event.